Event description:
The patient was implanted with the bacfix spinal system in 2001. The surgeon instrumented si-l4. Approximately one month post-op x-rays showed that the rods on both sides of the construct had migrated cephalad. After monitoring the patient the surgeon re-instrumented on the event date and installed new hardware without incident.